Event description:
A malfunction was reported with a customer's insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.